Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27 mm watchman flx laa closure device and delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient when transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion. The procedure was continued, and the closure device met all release criteria. The physician successfully released and implanted the closure device in the laa of the patient. The physician performed a pericardiocentesis aspirating 200 ml of blood from the effusion and then reinfused it back into the patient. The patient was brought to recovery with the effusion resolved. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.